Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 6/18/2019 to 9/8/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure [out of adjustment] which does not correlate to the customer reported issue. (B)(4)

Event description:
A calibration error was reported.